Event description:
The customer reported being hospitalized due to high blood glucose levels, with a reading of 660 mg/dl. The customer passed out and went into a coma. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the high pressure test could not be conducted. Advised the customer that the tubing clamp would be shipped to her. Nothing further ws reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.